Event description:
The customer reported that steering the system is difficult. No pt or staff injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and lubricated and adjusted the steering components. The system operates as intended.